Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.the subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
It was reported that the cement started to be hardened after only 3min during reunion op. The temp of the op room was 24c. Specific setting time was not specified. Three hours delay and crack of the bone occurred. Nesfron cable was used for the crack of the bone. Spare cement (same lot ) was used instead of it and the procedure was completed. Same lot cement did not hardened quickly.updated information. All the monomer and polymer were used. No antibiotic and any substance which affected to setting time were not mixed into the cement. Mix kit was used. Setting time was measured with stop watch.spare cement which was used instead of setting time fast cement was same lot and stored in same box (same condition).1 pac cement was mixed for each mixing.

Manufacturer narrative:
An event regarding setting time involving simplex bone cement was reported. The event was not confirmed. Visual inspection and functional testing was completed on the three retained samples tested from lot code jau003. The results were satisfactory and within specification. No medical records were received or were relevant to the investigation of this event. The devices were manufactured and accepted into final stock with no reported discrepancies. Chr review confirmed no other similar event for the reported lot. The investigation concluded that the reported setting time issue cannot be confirmed. The mixing properties of the retained samples of the reported lot code jau003 were tested and show that all required specifications are met. Based on the laboratory results of the retain samples it is not possible to replicate this event. No further investigation for this event is possible at this time.

Event description:
It was reported that the cement started to be hardened after only 3min during reunion op. The temp of the op room was 24c. Specific setting time was not specified. Three hours delay and crack of the bone occurred. Nesfron cable was used for the crack of the bone. Spare cement (same lot ) was used instead of it and the procedure was completed. Same lot cement did not hardened quickly. Updated information. All the monomer and polymer were used. No antibiotic and any substance which affected to setting time were not mixed into the cement. Mix kit was used. Setting time was measured with stop watch. Spare cement which was used instead of setting time fast cement was same lot and stored in same box (same condition). One pac cement was mixed for each mixing.